Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, the basket was being used to remove a stone from the patient's pancreatic duct. While attempting to crush the stone, the wires within the handle and catheter broke prior to detachment of the basket tip. A soehendra handle was then used to try and detach the basket tip, but the tip failed to separate. Subsequently, an apc was used to cut the pull wires exposed by the ampulla. The stone and basket were not able to be removed and remained within the patient's pancreatic duct. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as being fine. On (B)(6) 2011, a follow-up ercp procedure was performed to remove the basket from the pancreatic duct. The physician successfully removed the basket with rat tooth forceps without complication. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the basket will be returned for analysis, but noted that the handle and sheath were discarded. The basket has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, the basket was being used to remove a stone from the patient's pancreatic duct. While attempting to crush the stone, the wires within the handle and catheter broke prior to detachment of the basket tip. A sohendra handle was then used to try and detach the basket tip, but the tip failed to separate. Subsequently, an apc was used to cut the pull wires exposed by the ampulla. The stone and basket were not able to be removed and remained within the patient's pancreatic duct. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as being fine. On (B)(6), 2011 a follow-up ercp procedure was performed to remove the basket from the pancreatic duct. The physician successfully removed the basket with rat tooth forceps without complication. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual examination found that the basket returned cut approximately 8mm proximal the basket band. The basket wires were bent and tip was intact. The remainder of device was not returned for analysis. The condition of the returned incident device was consistent with the complaint that the basket tip failed to detach. Reportedly, the physician used the device inside the patient's pancreas in an attempt to crush a pancreatic stone. The trapezoid rx lithotripter compatible basket directions for use (dfu) cautions the user that the device "is not intended for use in the pancreas." Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Additional information: an ercp (endoscopic retrograde cholangiopancreatography) procedure was performed on (B)(6), 2011 to remove a 5-6mm stone. During the initial procedure on (B)(6), 2011 multiple aggressive pancreatic duct dilations were performed. Initially, a sohendra lithotripsy device was used, but the wire broke. Another dilation was performed, then rat tooth forceps were used to pull on the device. Both attempts were unsuccessful in retrieving the basket. Post procedure, the patient experienced pain and was hospitalized for 48 hours. On (B)(6), 2011 the patient returned for outpatient external lithotripsy and endoscopy. The basket and stone were removed at this time. Reportedly, the patient's anatomy was not tortuous and the device was not tested/inspected prior to use.

Manufacturer narrative:
The patient ID, weight are unknown. (B)(4) - the reported event of tip won't detach. The reported event of wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, the basket was being used to remove a stone from the patient's pancreatic duct. While attempting to crush the stone, the wires within the handle and catheter broke prior to detachment of the basket tip. A soehendra handle was then used to try and detach the basket tip, but the tip failed to separate. Subsequently, an apc was used to cut the pull wires exposed by the ampulla. The stone and basket were not able to be removed and remained within the patient's pancreatic duct. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported as being fine. On (B)(6), 2011 a follow-up ercp procedure was performed to remove the basket from the pancreatic duct. The physician successfully removed the basket with rat tooth forceps without complication. The patient's condition at the conclusion of the procedure was reported as being fine.